Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and persistent severe pain /pain was intensifying since essure implant date /persistent pelvic pain/severe pelvic pain"), genital haemorrhage ("heavy bleeding") and meniere's disease ("meniere's disease") in a 25-year-old female patient who had essure (batch no. A63347) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2011,(B)(6) 2013) and miscarriage. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2015 for anxiety. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"). In 2013, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), meniere's disease (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), burning sensation ("burning"), abdominal pain lower ("sensation in lower abdomen"), migraine ("migraines"), headache ("headaches"), mood swings ("mood swings"), vaginal haemorrhage ("spotting"), nausea ("nausea"), weight increased ("weight gain in abdominal area"), constipation ("constipated"), fungal infection ("yeast infections"), bacterial vulvovaginitis ("bacterial vaginitis"), anxiety ("anxiety / mental anguish"), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure "), pruritus ("itchy skin / itchy skin"), pelvic fluid collection ("retained fluid in my pelvic area"), menstrual disorder ("menstrual cycle"), hydrometra ("fluid inside my uterus could be scarring from the essure") and menopausal symptoms ("developed pms"). The patient was treated with surgery (bilateral laparoscopic removal of adnexal essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, anxiety and menopausal symptoms had not resolved, the genital haemorrhage, meniere's disease, ovarian cyst, dyspareunia, burning sensation, abdominal pain lower, migraine, headache, mood swings, vaginal haemorrhage, nausea, weight increased, constipation, fungal infection, bacterial vulvovaginitis, allergy to metals, pruritus, pelvic fluid collection and hydrometra outcome was unknown and the abdominal distension and menstrual disorder had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, bacterial vulvovaginitis, burning sensation, constipation, dyspareunia, fungal infection, genital haemorrhage, headache, hydrometra, meniere's disease, menopausal symptoms, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic fluid collection, pelvic pain, pruritus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pfs- patient received medical treatment for ovarian cysts, heavy bleeding, pelvic pain, bloating and pain, severe pain, anxiety. She did not sought medical treatment for pain during intercourse, migraines, headaches, mood swings, spotting, itchy skin, nausea, weight gain in abdominal area, any pressure on pelvic region hurts, constipated, yeast infections, bacterial vaginitis. Current weight: 150 lbs. Patient has history of epsiotimy (B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. In (B)(6) 2013 underwent essure confirmation test : hsg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and persistent severe pain /pain was intensifying since essure implant date /persistent pelvic pain/severe pelvic pain"), genital haemorrhage ("heavy bleeding") and meniere's disease ("meniere's disease") in a 25-year-old female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2011,(B)(6)2013)) and miscarriage. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2015 for anxiety. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"). In 2013, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), meniere's disease (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), burning sensation ("burning"), abdominal pain lower ("sensation in lower abdomen"), migraine ("migraines"), headache ("headaches"), mood swings ("mood swings"), vaginal haemorrhage ("spotting"), nausea ("nausea"), weight increased ("weight gain in abdominal area"), constipation ("constipated"), fungal infection ("yeast infections"), bacterial vulvovaginitis ("bacterial vaginitis"), anxiety ("anxiety / mental anguish"), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure "), pruritus ("itchy skin / itchy skin"), pelvic fluid collection ("retained fluid in my pelvic area"), menstrual disorder ("menstrual cycle"), hydrometra ("fluid inside my uterus could be scarring from the essure") and menopausal symptoms ("developed pms"). The patient was treated with surgery (bilateral laparoscopic removal of adnexal essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, anxiety and menopausal symptoms had not resolved, the genital haemorrhage, meniere's disease, ovarian cyst, dyspareunia, burning sensation, abdominal pain lower, migraine, headache, mood swings, vaginal haemorrhage, nausea, weight increased, constipation, fungal infection, bacterial vulvovaginitis, allergy to metals, pruritus, pelvic fluid collection and hydrometra outcome was unknown and the abdominal distension and menstrual disorder had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, bacterial vulvovaginitis, burning sensation, constipation, dyspareunia, fungal infection, genital haemorrhage, headache, hydrometra, meniere's disease, menopausal symptoms, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic fluid collection, pelvic pain, pruritus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pfs- patient received medical treatment for ovarian cysts, heavy bleeding, pelvic pain, bloating and pain, severe pain, anxiety. She not sought medical treatment for pain during intercourse, migraines, headaches, mood swings, spotting, itchy skin, nausea, weight gain in abdominal area, any pressure on pelvic region hurts, constipated, yeast infections, bacterial vaginitis. Current weight: 150 lbs. Patient has history of epsiotimy (B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. In (B)(6) 2013 underwent essure confirmation test: hsg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and persistent severe pain /pain was intensifying since essure implant date /persistent pelvic pain/severe pelvic pain"), genital haemorrhage ("heavy bleeding") and meniere's disease ("meniere's disease") in a (B)(6)-year-old female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 6 (((B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2011,(B)(6) 2013)) and recurrent abortion. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) in 2015 for anxiety. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"). In 2013, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), meniere's disease (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), burning sensation ("burning"), abdominal pain lower ("sensation in lower abdomen"), migraine ("migraines"), headache ("headaches"), mood swings ("mood swings"), vaginal haemorrhage ("spotting"), nausea ("nausea"), weight increased ("weight gain in abdominal area"), constipation ("constipated"), fungal infection ("yeast infections"), bacterial vulvovaginitis ("bacterial vaginitis"), anxiety ("anxiety / mental anguish"), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure "), pruritus ("itchy skin / itchy skin"), fluid retention ("retained fluid in my pelvic area"), menstrual disorder ("menstrual cycle"), hydrometra ("fluid inside my uterus could be scarring from the essure") and menopausal symptoms ("developed pms"). The patient was treated with surgery (bilateral laparoscopic removal of adnexal essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, anxiety and menopausal symptoms had not resolved, the genital haemorrhage, meniere's disease, ovarian cyst, dyspareunia, burning sensation, abdominal pain lower, migraine, headache, mood swings, vaginal haemorrhage, nausea, weight increased, constipation, fungal infection, bacterial vulvovaginitis, allergy to metals, pruritus, fluid retention and hydrometra outcome was unknown and the abdominal distension and menstrual disorder had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, bacterial vulvovaginitis, burning sensation, constipation, dyspareunia, fluid retention, fungal infection, genital haemorrhage, headache, hydrometra, meniere's disease, menopausal symptoms, menstrual disorder, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pruritus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pfs- patient received medical treatment for ovarian cysts, heavy bleeding, pelvic pain, bloating and pain, severe pain, anxiety. She not sought medical treatment for pain during intercourse, migraines, headaches, mood swings, spotting, itchy skin, nausea, weight gain in abdominal area, any pressure on pelvic region hurts, constipated, yeast infections, bacterial vaginitis. Current weight: (B)(6) lbs. Patient has history of episiotomy ((B)(6) 2010) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. In (B)(6) 2013 underwent essure confirmation test : hsg. Most recent follow-up information incorporated above includes: on 27-nov-2017: all events, reporter, lot number, historical and concomitant condition, reporter added frpm pfs and medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.